Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. H6 patient codes: 2240, 3189 - surgical intervention. Additional information: a1, a2, b2, b7, d1, d2, d4. Additional b5 narrative: it was reported that the patient experienced abdominal pain, swelling, adhesion, and recurrent incisional/ventral hernia. It was reported that the patient underwent a mesh revision on (B)(6) 2014.

Manufacturer narrative:
Date sent to FDA: 11/9/2020.   Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2015 due to infection. It was reported that the patient experienced inflammation.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/07/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.